Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505032, xlpe liner standard 32 mm, 62202322. The 00801803202, cocr femoral head, 62175270. The 00620205022, shell porous with cluster holes 50 mm, 62207712. The 00771300900, modular femoral stem press-fit plasma sprayed cementless size 9, 61802705. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01704, 0002648920-2018-00255. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised 3 months post implantation due to infection. The head, neck, and liner were revised. Attempts have been made and additional information on the reported event is unavailable.